Manufacturer narrative:
On 8-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a ¿thin fishing line¿ was removed from inside the vizigo sheath. Approximately 2 hours after starting use of the vizigo sheath, after the completion of left atrium ablation and when attempting to remove the varipulse catheter from the vizigo sheath, a transparent line-like object was retrieved from inside the vizigo sheath. The object also was enclosed in the complaint items, resembling a thin fishing line tangled. The physician immediately stopped using the vizigo short and performed superior vena cava mapping with octaray, then completed the procedure. There was no patient consequence.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, a plastic thread was observed, this material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath and may have been the related to the handling of the devices during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).